Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A portion of the coil system was stated to be returned. But has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization procedure, the coil was opened for use. When it was deployed, they found under x ray that there was no coil on the pusher rod. The device was removed, and it was confirmed that no coil was present. There was nothing in the hoop either. Another coil was used. The patient is fine. Additional information received stated that it is uncertain how they pretested the coil prior to insertion into the patient. However, they did hub the device to the catheter. Then, it was pushed from the back until the sheath reached the delivery pusher's gold connector, and it was removed. Once it was in, they noticed there was no coil attached to the pusher rod. Another coil was used to complete the procedure successfully.